Manufacturer narrative:
The actual device was returned for evaluation with an undetermined malfunction. Reliability engineering evaluated the device and observed that the bearings were worn out creating heat in the elbow and base of the device. Therefore, the reported condition was confirmed. The assignable root cause of the component damage was determined to be worn out bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post-surgery, it was discovered that the attachment device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the bearings were worn out creating heat in the elbow and base of the device. There were no delays in surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.